Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon evaluation, there was an intermittent pulse wire inside the cable connecting the distribution node (dn) and the rear therapy electrodes (te). The cause of the non-functional therapy electrodes is the intermittent pulse wire. The root cause of the intermittent pulse wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.